Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone, prialt, baclofen, and gabapentin at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that the patient had infection symptoms. The patient reported that the pump in the stomach is "getting infected." The patient reported that the pump wasn't where it was supposed to be and it was driving the patient nuts. No further complications were reported.